Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the unit was skipping. There was no patient involvement. Due diligence is complete; no further information is available.

Manufacturer narrative:
His event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was skipping; the reciprocating arm was jumpy, the swivel and control bar were loose, the ball plunger was worn, the poppet gasket seal was stretched, and the planetary pins were not in the correct position. The planetary gear, hinge throttle gasket, retaining ring, swivel, gear ring, wave washer, screws, bearings, planetary spacer, eccentric shaft, spring seal, dowel pins, planetary carrier, thickness control shaft, and lever were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information provided.